Event description:
It was reported that this right ventricular (rv) lead exhibited fluctuating impedances of greater than 3000 ohms and less than 200 ohms. This resulted in a lead safety switch and a subsequent switch in pacing/sensing configuration from bipolar to unipolar. Additionally, the minute ventilation (mv) sensor was deactivated by the signal artifact monitor (sam) feature. It was noted the patient really benefits from mv. Technical services (ts) was consulted and recommended lead replacement. A less invasive option would be programming sam to off. However, even though the patient has a low pacing percentage, the latter option still involves risks. To date, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.